Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and also stated that the insulin pump was not working. Customer¿s blood glucose level was 536 mg/dl at the time of incident. Customer's other relevant blood glucose level was 409 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose and also treated with manual shot. Customer experienced symptoms such as vomiting as result of high blood glucose. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer not alleging that the insulin pump was under delivering and they performed displacement test and test was passed. It was also stated that he insulin pump had pump error software error detected. The insulin pump will not be returned for analysis. Unomed set.